Event description:
Advanced bionics was made aware that the pt suffered a head trauma. After the trauma the pt could not hear with the implant. External equipment was exchanged; however this did not resolve the issue. The x-ray showed that the electrode array is in the right position. Revision surgery will be scheduled.